Event description:
(B)(4): it was reported that pump stopped mode occurred during an update with the patient¿s pump on the day of report. It was reported that a different clinician programmer and programmed a 10% dose increase. It was noted that the caller saw the error while updating the pump but was unable to confirm the code. Caller was able to successfully reprogram. The pump system was delivering bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011; product type: catheter. (B)(4).